Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report numbers 1627487-2022-00225, 1627487-2022-00226, 1627487-2022-00227. It was reported that the patient was not receiving effective therapy from their system. It was found that one of the leads had fractured and 3 of the 4 leads had migrated. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.